Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient received multiple shocks for ventricular fibrillation (vf). The first five shocks failed to convert the arrhythmia and the final shock was successful. A shock impedance of 157 ohms was noted during the episode. An x-ray was performed and dislodgement of the electrode was confirmed. A revision procedure was performed and the electrode was successfully repositioned. No additional adverse patient effects were reported.